Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. No defects were found in the appearance of the product. The customer reported issue of ¿the low-pressure alarm was triggered around the 14 to 16 range" was not verified by functional and performance testing. The reported issue could not be reproduced, and the cause was unable to be determined. No action taken, the device passed all functional and performance tests. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the low-pressure alarm was triggered around the 14 to 16 range. This occurred during infusion at the facility. There was a patient involvement, but no patient harm or adverse event reported.